Event description:
Consumer called to report receiving a 37 on her plink and a much higher reading on her other meter (competitor). Believes the other meter was accurate and the plink was way off. Analysis run on clark error grid using competitive readings (169) vs. Bd readings of (37) yielded data points in the e zone of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.